Manufacturer narrative:
(B)(4). G2: foreign - event occurred in brazil. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that while placing the 52 mm cup during an initial hip procedure, the lower posterior wall of the acetabulum was broken. There was no grip on it, so a larger cup was needed. There was a 40 minute delay. Attempts have been made and no further information has been provided.